Event description:
At the post implant next day check ((B)(6) 2013) the physician was unable to program the sense configuration to bipolar. The device was explanted along with the pacing lead, but not for the reason (model change).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.